Event description:
On 06/15/2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant hematocrit result on a patient. There was no patient information at the time of this report. Customer is not returning product for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 07/17/2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Manufacturer narrative:
(B)(4).